Event description:
The equipment was not in use. The customer was charging the hand piece in the base when the battery burst and it became melted and charred. There was no damage to people or property (other than damage to the light itself). It is known that this event was caused by a failure in the old design battery cell. The plastic parts used for the casing are not flammable and performed as designed. They worked effectively to prevent a fire from occurring. Corrective action was undertaken in 2011. Batteries for the bluephase g2 with a date of manufacture up to and including april 2011 were replaced. The corrective action was for commercial non-safety reasons. Preventive action were taken in 2011. The following design improvements were made: nano-separators, protective foil and the removal of flash (protruding edge) inside the plastic battery housing. Batteries delivered since may 2011 include all improvements mentioned.